Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that during a device follow-up this right ventricular (rv) lead exhibited high threshold measurements. An x-ray was performed which revealed the slack was gone from the lead. An invasive procedure was performed and this lead was explanted. A new lead was successfully implanted. No adverse pt effects were reported. The lead was sent to pathology. The local area sales rep will return the lead for analysis if it becomes available. Should additional info become available this report will be updated.